Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients right leads impedances were all completely high after the physician touched the electrocautery tip to the right lead. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead was disposed by facility. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.